Manufacturer narrative:
This report is being supplemented to provide additional information based on an updated device evaluation and legal manufacturer's final investigation. The device was evaluated further by olympus and the reported image issue was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the reported image issue was not confirmed. Therefore, the root cause could not be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The olympus employee reported on behalf of the customer that the image blacked out for 45 minutes during an unknown procedure when using video telescope "endoeye hd ii", 5.4 mm, 30°, autoclavable. Additional information has been requested from the customer; however, no information is available regarding the procedural details and the patient outcome at the time of the report.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2023-00344. The device was returned to olympus for evaluation and the customer's allegation was confirmed of intermittent flickering image/picture cuts in and out. The device evaluation found dent/scratches on outer tube. Troubleshooting confirmed internal scope has breakage fiber at light guide connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.